Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) device prompted a high temperature alarm. The unit was swapped out with another device. There was no patient harm.

Manufacturer narrative:
Event site name due to character restriction: - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The drive negative pressure was adjusted, the internal dust was cleaned, and the equipment returned to normal. The unit passed all factory-specified performance and safety index tests. The iabp was returned to the customer and can be used clinically.